Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00263 through 3012447612-2022-00267.

Event description:
It was reported that five sequoia closure tops stripped while being final tightened intra-operatively. Other closure tops were used to complete the procedure. There was a delay of about 30 minutes, but there were no patient impacts. This is report four of five for this event.

Event description:
It was reported that five sequoia closure tops stripped while being final tightened intra-operatively. Other closure tops were used to complete the procedure. There was a delay of about 30 minutes, but there were no patient impacts.this is report four of five for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed no clear damage to any of the hex drives. Visual inspection revealed that 3 of the closure tops had damaged threads, but 2 closure tops did not (lot: abg). Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.